Manufacturer narrative:
It was identified on july 7, 2021 that the following field required correction from the previously submitted emdr: d4-catalog number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a (B)(6) architect (B)(6) quantitative ii result of (B)(6) was generated for a patient (sid (B)(6)) on (B)(6) 2021. Additional (B)(6) testing: (B)(6). (B)(6) dna testing was (B)(6). The clinical physician questioned the architect (B)(6) result on (B)(6) 2021 for its inconsistency with the (B)(6) dna result. The sample was retested with no difference to the results as follows: architect (B)(6) quantitative ii: (B)(6). The patient was male, (B)(6) years old, diagnosed with liver cirrhosis. It is suspected that the patient may have a latent infection, and regular follow-up and monitoring was recommended. No adverse impact to patient management was reported.

Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8. Was this device serviced by a third party? No. The complaint investigation for potential false negative hbsag results included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 16135fn00 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 16135fn00 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 16135fn00 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect hbsag assay, lot number 16135fn00 was identified.